Manufacturer narrative:
The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and replacement battery cap did not resolve issue. Customer indicated that battery has been changed three times. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.